Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being changed out for normal battery depletion (nbd). During the procedure, the competitor's right ventricular (rv) lead exhibited out-of-range (oor) shock impedances greater than 125 ohms. The competitor's lead was connected to the new crt-d and again to this crt-d and exhibited oor measurements. The culprit seemed to be the distal coil of the lead. It was reported that the shock impedance measurements were within normal limits prior to the changeout procedure. This product was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.